Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/17/2025, it was reported by a sales representative via email that an ar-3641sp self-punching knotless 2.6 fibertak anchor pulled out. After using an ar-3650ds disposables kit for 2.6 fibertak to implant the ar-3641sp self-punching knotless 2.6 fibertak, the repair suture was passed through the upper border of the subscap with a scorpion, and the repair suture was converted. Then it was tensioned no tangles. With about 1cm of slack left in the tensioning limb, the anchor pulled out. The anchor was cut out, leaving no residual implants in the patient. At this point, the subscap was debrided and left alone. Later in the procedure, the supraspinatus was addressed using an ar-3652sp fibertak rc suture anchor. All sutures were passed and then brought over to the lateral anchor on an ar-2324kbcsp swivelock. All sutures from the repair were cut, and the initial repair was completed. While shuttling the repair suture through the knotless mechanism, the entire ar-2324kbcsp swivelock anchor and eyelet pulled out of the bone. All parts of the anchor were removed from the patient. The sutures from the medial anchor were cut out, but the anchor body was well fixed in bone and remained there. The surgeon then elected to open to complete the case and then repeated a repair using hard body 4.75 swivels on both sides of the repair and not using the eyelet suture afterwards. This was discovered during an rcr procedure on (B)(6) 2025. Additional information received on 1/28/2025: the sales representative confirmed the surgeon created a larger incision to complete the repair. The case was delayed about twenty minutes with additional anesthesia.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces during use, improper bone preparation and/or prying/leveraging during use.